Event description:
The device was implanted in 2002 and revised post-op due to osteolytic cyst forming at medial screw tip. Explant date is unk.

Event description:
It is reported that the device was implanted in 11/2002 and revised post-op due to osteolytic cyst forming at medial screw tip. Explant date is unknown.